Event description:
It was reported that one day post implant the atrial lead exhibited under and intermittent sensing. A lead dislodgement was suspected. During the surgical procedure the physician noted an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. (B)(4). Device evaluation anticipated but not yet begun.